Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm morphology was not a factor and the patient had a narrow aortic bifurcation. It was reported that the patient came in approximately 10 days ago complaining of claudication. A CT was done and it was determined the patient had an occluded rcia (which was the contralateral side) and the occlusion extended into the aortic bifurcation. A fogarty catheter was used in an attempt to remove the occlusion but this was not successful. The decision was made to explant the stent grafts and sew in an aorto-bi-femoral dacron graft. The explanted stent grafts were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine. The films have been received and reviewed: the post implant films showed that the device was just below the renal arteries; the ipsilateral limb was on the left side. No obvious endoleak was observed. The abdominal aortic aneurysm measured approximately 4cm in diameter. The right common iliac artery was also aneurysmal; measured approximately 3cm in diameter just distal to the distal graft margin of the right iliac limb. No stent graft integrity issues were observed.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion, removal of implant), patient's condition affected effectiveness of device (narrow aortic bifurcation). Conclusion: device failure/lack of effectiveness related to patient condition (narrow aortic bifurcation).